Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. No anomalies were found.

Event description:
It was reported that the patient presented with complete heart block. While the patient was in the operating room, the device exhibited no magnet response and an inability to be interrogated. According to an external electrocardiogram, the patient¿s p-wave rate was around 75 beats per minute, while the overall heart rate was around 31 beats per minute. The device was able to be interrogated the next day however. High thresholds and intermittent capture were then noted on the right ventricular lead. The rv lead was capped and replaced. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.